Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: did the device cut the tissue? Were the cut line and staple lines equal? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass, there was an incomplete stapling while making the entero-enterostomy. It seemed like the battery was almost empty, which resulted in a shorter staple line for which only a few staples were fired. They took another same like device to complete the procedure. Patient consequence was not reported.